Event description:
Customer states "broke during the case , two wires broke and the doctor disassembled to remove." The doctor cut the basket and kept wiggling and the stone released.

Manufacturer narrative:
One opened used product received with two of the basket wires separated; a 6mm section is missing from one of the wires. Wires are discolored at the point of separation. The customer was contacted for additional info about the basket's annealed appearance and the missing segment of wire; the customer stated "there was no laser or any instrument used during the procedure to cause the annealed appearance on the basket and was unaware of the missing section of the wire, and assumes it must have fell inside the basket sheath when I pulled it out of the scope. I am not going to pursue looking for any missing segments, this is a difficult pt and I will not call the pt back to follow up to see if there is a segment left behind in the pt." Any additional info will be forwarded to the FDA.